Event description:
Hcp reports the pt presented with complaints of the pump "bothering" them. It was "inverted" due to a fall and had "migrated somewhat cephalad." A pump revison was performed in 2002. The following month pt presented with signs of an infection of the device pocket. These symptoms included pain in the left lower quadrant and a fever. 5 days later the hcp noted the "start of breakdown at the incision site." At that time the erythrocyte sedimentation rate (esd) was 73 and c-reactive protein was 15.6. The hcp states "pt developed an infection most likely resulting from bacteria seeded from their extremely poor dental situation." 10cc of serosanguinous fluid were aspirted from the pump pocket and sent for culture and sensitivity. These showed no growth aerobically or anaerobically. "Previous cultures and sensitivities were essentially negative except for one that showed light staphylococcus species, coagulase positive, beta-lactamase positive." A total device system explant was done in 2003. Pt had a new pump system implanted in 2003. The pt is noted as doing "pretty well."